Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was not pacing. It was also reported that the right atrial (ra) lead exhibited occasional undersensing. It was also reported that the right ventricular (rv) lead was sensing r waves below expected parameters. The ipg and leads remain in use. No patient complications have been reported as a result of this event.